Event description:
11/23/99 baxter fenwal received a report from a donor center, regarding a donor who developed symptoms of coughing, shivering, shortness of breath (sob) with noted reddness in the face and c/o tightness in the throat, at the end of a plateletpheresis procedure. The donor was given 25mg benedryl IV push x2. The donor rested and about 2 hrs after the event left the donor center in good condition.